Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd catheter. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was tip damage. There was stent damage. The stent was flared. Functional testing was completed using a 6fr guide catheter, as the guide catheter used in the clinical event was not returned for analysis. The express sd was advanced through the tip and exited at hub. No resistance was felt and the difficulty was not confirmed. There was no evidence of any damage or irregularities contributing to the reported advancing difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-mar-2017. It was reported that advancing difficulties were encountered. The target lesion was located in a vertebral artery. A 5.0mmx15mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, a significant resistance was encountered when the device was advanced through the guide catheter. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.